Event description:
Atrial bipolar lead impedance warning caller provided patient device serial number and stated that the patient is in clinic. Caller stated that the patient has been hearing their device tone and that the device has been reprogrammed to wi to address atrial lead impedance issue. Caller requested assistance with programming the device so it does not send carealerts for the atrial lead impedance warning. Caller noted that the device has been toning due to an unsuccessful careunk alert transmission. Reviewed a recent careunk transmission with caller and noted the low atrial bipolar lead impedance. Discussed that the device tone is set to off but the device is programmed to send an alert through the home monitor. Guided caller to program the a. Pacing lead impedance out of range to off for the patient's home monitor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).